Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 161 mg/dl. During troubleshooting with tandem technical support the pump was reset to address the issue. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.